Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the history of the pump bolus are not correct. The reporter stated that there are no daily boluses and there is an occasional bolus of 20 units at random times. The reporter stated that the boluses taken at dinner time are not recorded and the boluses of 20 units that were not given were recorded. The pump was reviewed with the pump trainer and a 2 unit air bolus was completed and recorded properly. The pump trainer stated that the patient maybe withholding information regarding the pump history. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no errors or alarms related to the complaint were found in the pump history. During testing the pump powered on normally with functional vibratory and audible alarms. There was no damage noted to the battery compartment or the battery cap. The pump was exercised for 24 hours without unprogrammed boluses being delivered. An audio bolus and a normal bolus were performed and both recorded accurately in the pump history. All of the keypad buttons were found to be responding normally to presses and there were no hypersensitive keys observed.